Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy; due to sui and fibroids. It was reported that patient underwent mesh revision (B)(6) 2009 due to failure of mesh product, mesh erosion into the bladder, severe pelvic pain, bladder infections and dyspareunia. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 10/26/2016. Additional information: age/date of birth, brand name, common device name, model/lot #, manufacturer site, PMA#, device manufacture date.